Manufacturer narrative:
(B)(4). D10- medical product 0â° keel right size d cemented tibia item# 42536006702 lot# 67197113. H3- customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the bearing would not lock into the tibial tray after multiple attempts by a proficient surgeon. Attempts to obtain additional information have been made; however, no more information is available.